Event description:
During a percutaneous coronary stenting procedure, the occlusion balloon deflated. The occlusion balloon wire was inserted into the pt and inflated to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and injected dye to inspect the area and noticed that the occlusion balloon had deflated. The physician removed the device and inserted another to complete the case. The pt is reported to be fine.